Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's insulin pump is alarming button error. Customer's blood glucose is 308 mg/dl. Customer treated with a manual injection. Customer may have been lying on the device. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue and revert to back up plan. Nothing further reported